Manufacturer narrative:
The field service engineer (fse) was not dispatched to investigate this event. H6: the fse did not evaluate the instrument. After troubleshooting with the bci customer technical specialist over the phone; it was determined that reagent pack sharing occurred between the two instruments and the customer confirmed it. Customer error is the root cause for this event. This is one of five separate MDR reports related to five pt events associated with a single malfunction report. Reference MDR numbers 2122870-2011-02259, 02260, 02261, 02262 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneous accu tni (troponin I) results generated on a unicel dxi 800 access immunoassay system for 5 pts. The initial erroneous results were reported outside the laboratory. The customer re-ran the samples on with a different reagent lot and results were above the acute myocardial infarction cutoff after troubleshooting. There are no reports of any adverse pt consequence or change to the pts' treatment. There are no indications of any medical intervention to prevent or preclude any adverse pt event.